Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The technician working for the (B)(4) distributor informed medtech sa / zimmer biomet by email on september 10th 2018 that the surgical team reported several reboots during the last months. Log files between (B)(6) 2018 were provided. The servicing manager analyzed each log to detect reboots. Multiple occurences have been identified for the procedure of (B)(6).

Manufacturer narrative:
It was reported that multiple communication failures occurred during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log determined that 6 shutdowns occurred. For the 6 shutdowns the root cause cannot be determined.

Event description:
The technician working for the chinese distributor informed medtech sa / zimmer biomet by email on september 10th 2018 that the surgical team reported several reboots during the last months. Log files between january to august 2018 were provided. The servicing manager analyzed each log to detect reboots. Multiple occurrences have been identified for the procedure of august 09th.